Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, customer simply cleared the alarm to address the issue and continued to use the pump for insulin delivery.